Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-feb-2019 with the following findings: during investigation, there were reboots observed in the black box. There was no damage found to the battery cap or to the battery compartment. The battery cap was able to attach securely to the pump. The pump powered on normally with no alarms. There were no power issues during testing. The battery cap contacts were all within specification. The pump was opened and there was no damage found to the power circuit.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. It was alleged that the pump went back to the verification screen without the user pressing anything. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.